Event description:
Reportedly, while in use on a pt at home, the device alert lamp was suddenly indicated and the ventilator immediately shut down with an audible alarm. The ventilator was running on ac power. There was no medical intervention at the time of the reported incident because the pt had an spontaneous breathing. However, the immediate shut down would not provide the user enough time to react if this issue were to recur. The ventilator in question was taken back to the distributor for an inspection. However, the problem was not reproduced. Please note that there was no serious injury in this case.

Manufacturer narrative:
Eval summary: the reported problem was not confirmed after investigation of the returned ventilator. The ventilator was connected to ac power and printed pcs download calibration tables. Result: nothing unusual was found. System error counted zero which means that the ventilator did not experience unexpected shut down. The ventilator was turned on using ac power, and then switched to internal battery. Result: the ventilator loaded normally. A disposable breathing circuit and test lung were connected to the ventilator and ran with the customer setting to duplicate the problem. Result: the ventilator ran for 24 hrs without any problems. A reusable non-heated pediatric-adult circuit was connected to the ventilator and ran with the customer setting to duplicate the problem. Result: the ventilator ran for 24 hrs without any problems. The ventilator was disassembled and inspected visually for loose screws, damaged wires, loose components, loose connections and all pcbs. Result: nothing unusual was found. All tubings were wiggled checking for loose or pinched connections. Result: nothing unusual was found. A full calibration, operation verification procedure and the battery test were performed and the ventilator passed the tests. It meets all required specification.